Manufacturer narrative:
E1:patient country: egypt. Name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325-1219 . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced hyperglycemia event on 24 apr 2026. The blood glucose level was 363 mg/dl at the time of event and the patient got treated with manual injection.